Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message stating that a new cartridge needed to be loaded to resume insulin delivery. Tandem technical support stated that the load process had not been completed or had been entered inadvertently. The customer was assisted with completing the load process and resuming insulin delivery. The customer's blood glucose level was 400 mg/dl but would be addressed with a bolus.